Event description:
The patient reported blood glucose results of "335 and 181 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement meter and test strips were sent to the patient.

Event description:
It was reported to boston scientific corporation that a cre balloon dilatation catheter and alliance inflation system were used during an esophagogastroduodenoscopy (egd) with dilation procedure performed on a (B)(6) old male patient on (B)(6), 2010 (patient weight unknown). According to the complainant, the dilation was completed successfully with the cre balloon and alliance inflation system. However, the balloon would not fully deflate and was cut to be removed from the biopsy channel of the endoscope (olympus, unknown model). There was no alleged malfunction of the alliance inflation system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. However a secondary issue was noted as ecs-cs level 2 high. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) is k073231.